Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and lead system expired following the implant procedure. The device and three leads were implanted. It was noted that difficulty was encountered gaining access to the coronary sinus, but the physician used a different catheter model with no further issues. The device and leads were tested with normal measurements. However, no defibrillation threshold (dft) testing was performed due to the patient's low blood pressure and lack of response post implant. An echocardiogram and fluoroscopy were performed, with no evidence of a perforation or a pneumothorax observed. The patient was found unresponsive when hospital staff attempted to wake her from anesthesia. The patient had an arrest, immediately post procedure, and could not be resuscitated.

Manufacturer narrative:
There were no allegations against the device or leads. No products were explanted for return. This report will be updated if additional information is received.